Manufacturer narrative:
The field experience was not determined. Mechanical and visual analysis found the lead helix could not be fully extended due to dried body fluid in the distal coil and helix. There was no indication of defects in materials or workmanship. The lead exhibited normal electrical characteristics.

Event description:
The lead was explanted due to lead dislodgement.